Event description:
Device malfunction: balloon rupture. Time of malfunction: during the procedure. Symptoms/ae: none. It was reported that during an interventional procedure of the superficial femoral popliteal artery, the fox sv balloon catheter was used to pre-dilate the target lesion, and while inflated ruptured at 10 atm. The device was removed from the anatomy and a second fox sv was used to complete the pre-dilatation of the lesion. There was reportedly no adverse pt effect. Though requested, no add'l info was provided.

Manufacturer narrative:
The customer reported the device was discarded. The lot number was provided. A review of the device history record for this lot did not produce any findings relevant to this report.